Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500 mg/dl and a high ketone level identified as dangerous by healthcare professional. Reportedly, the customer did not program a personal profile in the pump settings. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
Per the tandem user guide - check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.